Manufacturer narrative:
The reported condition was confirmed and attributed to a poor weld.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.